Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin was returned in one segment measuring 5.5 cm. Final analysis found outer insulation degradation at 4.5-4.6 cm from the connector pin. The lead was fully breached at this location.

Event description:
This report is to advise of an event observed during analysis.